Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on the third and fourth firing. Same like product to complete. No adverse event to patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? The el5ml - ligamax fired fine on the first fire in situ of the patient, the 2nd, 3rd and 4th fire the clip crossed legs, the 5th fire fired fine the 6th clip crossed legs. What vessel or structure was the device fired on at the time of the event? Cystic artery and cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both. What were the indications for surgery? What was found? Not explained. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.